Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not tested for not alarming, so the original complaint issue was not able to be confirmed. The issue of the sieve beds being saturated was confirmed.

Event description:
The provider states the unit wasn't alarming.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states, the unit wasn't alarming.